Event description:
The hospital reported that the vasoviewhempro vh-3500, used for an endoscopic vein harvesting procedure, tip was apparently too soft/ questionably broken at the time of opening. It was bent at a right angle. The very tip of one side of the jaws was missing. Nothing fell in the patient. They noticed the missing piece immediately and opened a new kit to finish the case. No complications to the case. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
B)(4). The device was returned to the factory for evaluation on 03/09/2023. An investigation was conducted on 03/16/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center due to normal clinical use. The jaws were observed to be intact, with no visual defects observed. The tip of the device was observed to be intact, with no bending observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. No visual or physical difficulties were observed. There were no visual defects observed on the intact cannula or the intact c-ring. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent shaft" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000289548 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.